Event description:
It was reported to boston scientific corporation that a genesys hta procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2011. According to the complainant during hysteroscopy the physician noticed saline leaking through the patient's cervix, subsequently two additional tenaculum stabilizers were applied at the 3 o'clock and 6 o'clock positions. At 7.5 minutes into the procedure the physician noticed that 5cc of saline had been lost, however no fluid loss alarm went off. The account proceeded with the procedure and at 8.5 minutes in the physician noticed saline coming out of the patient's cervix and a "fluid loss alarm" occurred at a rate of 10cc. The procedure was aborted. Upon examination no vaginal or cervical burns were noted. The patient was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
Although expected, the device has not been received for analysis. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.